Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Mfg date: date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed 'sustained patient airway pressure'. There was no report of patient involvement.

Manufacturer narrative:
According to additional information received by the ge field engineer, the hospital biomedical engineer performed a checkout of the equipment and confirmed the reported complaint. The scavenger needle valve was cleaned, and the unit was returned to service.